Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Multiple images of the ensite display were also submitted to product performance engineering for evaluation. The images submitted with the returned device indicate multiple error messages, including that the catheter was invalid due to being expired and already used with another patient. In addition, the images indicated an impedance issue with the surface electrode patches and that no contact force was available during the procedure. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the first-used date of the device matched the reported event date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device history record also indicated that the catheter was not expired at the time of the procedure. The cause of the reported event remains unknown as no anomalies were found.

Event description:
During a premature ventricular contractions (pvc) procedure, there were issues establishing an optical connection, causing a procedure delay. It was not possible to establish an optical connection between the catheter and the tactisys and an error message appeared on the screen. The electrograms showed the catheter was visible on the ensite system, but there was no contact force. The system and the tactisys were rebooted but the issue persisted. The tactisys was exchanged but the issue persisted. The catheter was exchanged and issue was resolved. The procedure was able to be completed with no adverse patient consequences.